Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant this left ventricular (lv) lead exhibited high, out-of-range pacing impedance measurements, measuring greater than 3,000 ohms. Testing through the pacing system analyzer (psa) also had high, oor pacing impedance measurements. The header was then removed and put back, retested and it was the same issue. It was noted that the vessel was very tight and took quite a bit of muscle to insert the lead. The physician did not suspect a lead fracture or connection issue. Additionally, thresholds were noted to be measuring 1.8 to 2.8 in different vectors. Subsequently, during the night impedances did decrease and the pacing vector was re-programmed for a better capture threshold. Impedance measurements were checked again the following day and were within range. At this time, the system remains in service. No adverse patient effects were reported.